Event description:
The report from the field indicated that during an interventional procedure while implanting a cypher 3.0x18 mm stent in the mid left anterior descending (lad) target lesion, while inflating the stent delivery sys (sds) balloon to 16 atm the balloon ruptured at 14-15 atm. The lesion was reported to be: de novo, slightly calcified, slightly tortuous, and a 90% stenosis. The physician confirmed that there was blood return back into the inflation device. The sds was removed and the stent was post-dilated with a maverick2 balloon. Ivus was done and confirmed the stent to be apposed to the vessel wall. The procedure was completed successfully. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.